Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient typically used 123616a. This item was on backorder and asked if there was a substitute for this product. Representative suggested 0166l16. During discussion two potential complaints were raised: the patient was experiencing leakage and non deflating catheters. Discussed proper inflation of balloons and explained how over inflating could cause exacerbate bladder spasms and therefore leakage. Also discussed possible reasons for non-deflator though none seemed to apply. Offered 0165l16 as a 5cc option. They stated that they reported the non-deflating foley to bd and never received a call back. They had 3 non-deflators in 5 years and they estimated they called bd to report this two years ago. Per additional information received via email on 20may2022, it was reported that the customer previously discussed proper inflation volumes for foley catheters and remembered from their conversation that a 30cc balloon required 35cc of sterile water, however the kit they received only had a 30cc syringe. They confirmed that customer understanding was correct, and customer was unsure why bd sold this tray in this configuration; however, these trays had been discontinued. Perhaps they were unable to source 35cc syringes. Customer also stated nobody had contacted about the last call where customer reported multiple non-deflating foley catheters and leaking urine reported on 10may2024. Hx: the patient had multiple sclerosis.

Event description:
It was reported that the patient typically used 123616a. This item was on backorder and asked if there was a substitute for this product. Representative suggested 0166l16. During discussion two potential complaints were raised: the patient was experiencing leakage and non deflating catheters. Discussed proper inflation of balloons and explained how over inflating could cause exacerbate bladder spasms and therefore leakage. Also discussed possible reasons for non-deflator though none seemed to apply. Offered 0165l16 as a 5cc option. They stated that they reported the non-deflating foley to bd and never received a call back. They had 3 non-deflators in 5 years and they estimated they called bd to report this two years ago. Per additional information received via email on 20may2022, it was reported that the customer previously discussed proper inflation volumes for foley catheters and remembered from their conversation that a 30cc balloon required 35cc of sterile water, however the kit they received only had a 30cc syringe. They confirmed that customer understanding was correct, and customer was unsure why bd sold this tray in this configuration; however, these trays had been discontinued. Perhaps they were unable to source 35cc syringes. Customer also stated nobody had contacted about the last call where customer reported multiple non-deflating foley catheters and leaking urine reported on 10may2024.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be bad fit with shaft due product size issue/ poorly seated balloon/bladder neck interface. A potential root cause for this failure mode could be due to low or high build up gauge which causes the diameter of the catheter to become large or small. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package is opened or damaged. Recommended inflation capacities. 5cc balloon: use 10cc sterile water. 30cc balloon: use 35cc sterile water. Do not exceed recommended capacities. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.